Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 85 mg/dl. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.